Event description:
It was reported that an ilet device experienced a cracked screen that progressed to a nonfunctional display, after which the patient¿s caregiver indicated the device could not be used and the patient reverted to backup therapy. Symptoms included no injury or clinical effects. Outcomes included a temporary interruption of device use and the need for a replacement device. Investigation included a review of manufacturing records and a review of complaint history, with instructions provided for device shutdown, return, and startup of the replacement device. Investigation of this case revealed damage to the display assembly consistent with external impact or stress, with no evidence of a systemic malfunction. It was concluded that the event was attributable to physical damage to the device screen rather than a device performance failure.